Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that they were unable to recharge and were not able to get the normal recharging screen. The device could not be interrogated with the clinician programmer, recharger or patient programmer. A power on reset was performed and the issue was not resolved at the time of the report. The representative was meeting the patient on (B)(6) 2015 to interrogate the device and clear the power on reset. The indication for use was spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that the power on reset was resolved and the patient was receiving effective therapy.